Event description:
Boston scientific crm received information that this transvenous implantable lead exhibited elevated pacing impedance and an increase in pacing threshold. The lead continued to pace and sense appropriately. Boston scientific crm received subsequent information that the lead was surgically abandoned when lead impedance measurements greater than 3000 ohms were exhibited.

Manufacturer narrative:
Another boston scientific crm implantable transvenous defibrillation lead was successfully implanted. No adverse patient effects were reported. This issue normally occurs during or shortly after the implant procedure and has not been seen with chronic leads. No additional information is available. If more information becomes available, the event will be reopened.

Event description:
Event description guidant received information that this transvenous implantable lead exhibited elevated pacing impedance and an increase in pacing threshold. The lead continues to pace and sense appropriately. Guidant recieved subsequent information that the lead was surgically abandoned when lead impedance measurements were greater than 3000 ohms.